Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (429 mg/dl). Customer disconnected from the pump and delivered an injection of lantis, and blood glucose levels stabilized. During troubleshooting with tandem technical support, the pump performed as intended. Pump data was reviewed and showed that customer had under-estimated meal carbohydrates and correction boluses were not being delivered by the customer.